Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21840. It was reported that the atrial and right ventricular leads had eroded and were visible outside the body. It was noted that the patient is elderly and has lost a lot of weight. There was no associated infection. No changes or intervention was performed; the leads remain implanted and in use. The patient condition was stable.